Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 32.0 mmol/l and 2.8 mmol/l. On (B)(6) 2017 customer reportedly received the following results on the mobile system within 10 minutes: 10.4 mmol/l and 23.5 mmol/l. On (B)(6) 2017 customer reportedly received the following results on the mobile system within 10 minutes: 4.9 mmol/l and 16.9 mmol/l. No adverse event was reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.